Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. Pump was received with severely scratched display window and cracked reservoir tube lip.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery of the pump gets exhausted every day. The product was returned for analysis.